Event description:
The customer was hospitalized for high bgs. It was indicated that the cause of their admission was site location and virus. The set was in process of being changed, and the customer's family member will call back for further assistance.